Event description:
It was reported that the customer's insulin pump was cracked and the buttons were unresponsive. Her blood glucose was unknown at the time of reporting. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
The up arrow button on the insulin pump was unresponsive due to flattened button dome switch. The device was received with cracked display window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, and cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.